Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There is no patient allegation. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service centre. The technician confirmed foam particles during the device evaluation. There was 1 error code found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam particles and 1 error code. After the evaluation of the device, the third party service center corrected the device. In addition to the above findings, it was also determined that the scratched ui panel. If any additional information is received, a follow up report will be filed. Due date, event date, b5-describe event and component code grid has been updated.